Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information received from a patient reported that they were having poor communication on their programmer but were able to communicate with their implantable neurostimulator recharger (insr). The patient reported that they have not charged their implantable neurostimulator (ins) and they had a return of pain when the battery depleted due to not being able to use the therapy. It was noted that the patient&#38112;return of pain and their issue of not being able to charge their ins began this month. The patient stated that they last felt stimulation about a month or a month and a half prior to the date of this report and their last successful charging session was in (B)(6) 2016. The patient also mentioned that they fell in june, but it did not result in a change of therapy. The patient is to follow up with their healthcare provider (hcp) as their device may be in an overdischarge state. Additionally, it was reported that the insr was plugged in backwards. The caller was redirected to the repair department. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.